Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set in which operator found a leakage at the level of the injection site. The reported condition occurred during infusion of nacl 0.9% (non baxter product). A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn't confirmed during sample evaluation. An actual sample wasn't available for evaluation; however, the customer returned 2 companion samples of same lot number for evaluation. No defects were observed during visual inspection. The sets were leak tested under water. No leaks were observed. The samples were working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information be received, a follow-up medwatch will be submitted.